Event description:
It was reported that the customer had a jammed serter. Customer's blood glucose level was 292 mg/dl. Customer stated that the serter never fires. Customer reported that the sensor did not penetrate the skin. Customer did not remove the needle hub assembly from the sensor base before insertion process. Customer follows recommended insertion guidelines. Customer stated that the transmitter would not blink when connected to the sensor. Customer found that a very small cannula looks like it might be missing. Customer tried to insert a second sensor and it was unable to fully penetrate the skin. Customer removed the sensor. Sensor will need to be replaced. No additional information provided.

Manufacturer narrative:
Inspected 2 opened/used enlite sensors and performed visual inspection and found both sensors cannula bent. Unable to confirm if customer received sensors in said condition due to customer returning it opened/used unable to perform insertion complaint due to complaint is against sen-serter. Customer returned sensors only no needles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.